Event description:
It was reported in an article, in the stroke journal of the american heart association that a patient with 100% occlusion had a vessel rupture during the angioplasty procedure. The rupture was controlled by occluding the middle cerebral artery (mca) with glue, and this resulted in a large mca infarct that led to severe disability.

Manufacturer narrative:
The device is unavailable; therefore, physical analysis cannot be performed. Based on the information available, there is no indication that the subject device malfunctioned. The exact root cause of the reported cannot be definitely determined. However, the reportedly 100% occluded target vessel may have contributed to the reported event. Vessel rupture and vessel trauma are known risks associated with intracranial stenting and are identified as potential adverse events in the product directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
It was reported in an article, in the stroke journal of the american heart association that a patient with 100% occlusion had a vessel rupture during the angioplasty procedure. The rupture was controlled by occluding the middle cerebral artery (mca) with glue, and this resulted in a large mca infarct that led to severe disability.

Manufacturer narrative:
(B) (4)